Event description:
Additional information received indicates that surgical intervention did not occur due to patient having a scab on the ipg site. Physician opted to wait till the scab fully heals.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients ipg became inoperable. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 1627487-2023-02426.

Manufacturer narrative:
Date of event is estimated.